Event description:
Crd_1003 - vantage. Eu2299 - 707 (r788993901, r788952101) it was reported that on (B)(6)2023, a 27mm navitor valve was selected for an implant. Dimension of native valve: annulus mean diameter = 24.6 mm; area = 459.4 mm2; perimeter = 77.1 mm. There was sufficient calcium to allow sealing and annular calcium distribution was free margin of the leaflets. Pre-dilatation was performed with balloon aortic valvuloplasty. The device was successfully implanted with a depth of 7mm. A post-implant balloon valvuloplasty done due to moderate perivalvular leak (pvl). Post procedure, but prior to discharged, on the same day of implant, it was reported that electrocardiogram showed left bundle branch block. Patient was monitored daily with sinus rhythm and discharged on (B)(6)2023. The patient is stable

Manufacturer narrative:
An event of paravalvular leak, device malposition, and heart block was reported. Information from the field indicated that the patient had a history of atrial fibrillation, there was calcium on the free margin of the leaflets, the final implant depth of the device was 7 mm from the non-coronary cusp, the valve appears to be correctly sized based on provided dimensions, and there were no deployment difficulties. The 7 mm implant depth is deeper than the optimal 3 mm depth, which could have contributed to the reported heart block. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications. Based on all available information, a cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage. Eu2299 - 707 (r788993901, r788952101). It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted in a patient. A post-implant balloon valvuloplasty done due to moderate perivalvular leak (pvl). Post procedure, but prior to discharged, on the same day of implant, it was reported that electrocardiogram showed left bundle branch block. Patient was monitored daily with sinus rhythm and discharged on (B)(6) 2023. The patient is stable.